Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer stated the numbers on the screen of their insulin pump are scrolling by themselves. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery alarms noted. No frozen display or low reservoir alarms noted. The insulin pump was received missing end cap sticker, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.